Event description:
Consumer reported complaint for error message (e-2) and erratic blood glucose test results. The customer is concerned with test results from results obtained of 106, 89, 103 and 102 mg/dl. The customer¿s expected am fasting blood glucose test result range is 102-106 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the meter not working as intended she had contacted the doctor; doctor had wanted to prescribe different meter for the customer. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2025 and open vial date is (B)(6)2025. The meter memory was reviewed for previous test result history (time not set): result 1: 106 mg/dl date: (B)(6)2025 time: 12:56 pm fasting am. Result 2: 89 mg/dl date: (B)(6)025 time: 12:54 pm fasting am. Result 3: 103 mg/dl date: (B)(6)2025 time: 2:56 am fasting. Result 4: 102 mg/dl date: (B)(6)2025 time: 11:38 am non-fasting. Result 5: 103 mg/dl date: (B)(6)2025 time: 12:34 pm fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message and results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): inconsistent test method. Note: manufacturer contacted customer in a follow-up call on (B)(6)2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.